Event description:
It was reported that the compressor shut down intermittently. There was no patient harm. (B)(4).

Manufacturer narrative:
The customer stated that the compressor was going into standby mode intermittently causing the connected ventilators oxygen concentration to rise. Our field service engineer was unable to verify the issue on-site but replaced the standby valve as a precautionary measure. After repair the compressor passed all functional and safety test per factory specifications before it was returned service. The returned standby valve was installed in a reference compressor which was connected to a ventilator. The reported standby behavior, cycling in and out of stand by, was confirmed. The conclusion in this matter is that the returned standby valve periodically goes to standby for short periods of time during ventilation when wall air is disconnected. Based on prior investigations, the most probable cause of this failure is a leakage in the valve piston resulting in wrong pressure measurement.

Event description:
Manufacturer's ref # : (B)(4).